Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced pump performance issues, leading to a surgical intervention. It was noted that when pumping, the fluid moved to the cylinders and returned back to the pump. All components of the existing ipp were explanted and replaced with a new ipp. No additional complications were reported.